Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had experienced pain at the pocket site since implant. The device was explanted. No patient complications have been reported as a result of this event.